Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported 'load set is missing or broken' was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The causes of the condition were determined to be the missing top portion of the keyhole assembly and the lower link switch which was not functioning properly. The keyhole assembly and the lower auxiliary require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "load set missing or was broken" during testing at the biomedical service department. There was no patient involvement. No additional information is available.